Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock impedance measurements were observed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. No adverse patient effects were reported. Additional information received that all other measurements were within normal range. There was no revision procedure done and no allegation against the device/lead connection issue. The patient was monitored and no adverse patient effects were reported.